Manufacturer narrative:
Medwatch report: mw5145478.

Event description:
It was reported a patient's lead was surgically abandoned and replaced due to an unknown product performance issue. No adverse patient effects were reported.